Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon next day device interrogation, the markers on the device facilitated troubleshooting. One vector on the left ventricular (lv) lead had high threshold and all other vector options did not result in capture threshold. An x-ray revealed the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.